Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level. The customer¿s blood glucose level was unknown. Customer had alleged that the insulin pump was under delivering. Customer had performed high pressure test and displacement test and it was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.